Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat hemostasis in upper gastrointestinal, in an unknown procedure performed on (B)(6) 2026. It was reported that the physician was using a clip to control bleeding. After advancing the clip through the working channel and deploying it, the clip did not detach. The physician attempted to advance the catheter rapidly in case it was slightly lodged, but this maneuver was unsuccessful. The procedure was completed with different device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat hemostasis in upper gastrointestinal, in an unknown procedure performed on (B)(6) 2026. It was reported that the physician was using a clip to control bleeding. After advancing the clip through the working channel and deploying it, the clip did not detach. The physician attempted to advance the catheter rapidly in case it was slightly lodged, but this maneuver was unsuccessful. The procedure was completed with different device. There were no patient complications reported as a result of this event. Additional information: it was confirmed that the clip was used in the colon during a colonoscopy procedure.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on april 21, 2026. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the available information, the most likely cause of the reported issue cannot be determined due to insufficient evidence. The product was not returned for evaluation, preventing assessment for any device defects. Without proper examination, it is not possible to identify the factors that may have contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.